Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that she was in a pool for about 5 minutes and noticed the screen on the insulin pump was already cracked and water got into it. Customer dropped the device about 6 months ago. Blood glucose value is 184 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. No moisture damage on electronic assembly.